Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an insulin flow blocked alarm and hardware low level failures. The customer¿s blood glucose level was 11 mmol/l. Troubleshooting was performed for insulin flow blocked and noticed that insulin exited. The troubleshooting was continuing for hardware low level failure and noticed that self test did not pass. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. Pump error 63 confirmed in insulin pump history with variable (003) due cold solder joint at keypad assembly.